Event description:
It was reported that, "rick contacted stryker via e-mail on behalf of an elderly female friend who is experiencing rattle, or pops while walking or sitting down, shaking the leg with no weight on it. The knee was fully replaced back in (B)(6), this year 2010. Mr. (B)(6) reported that the pt was seen by the doctor who told her there is nothing wrong with it. He asked if this is "normal".

Manufacturer narrative:
The following other devices were reported to be implanted in the pt: triathlon-ps tibial insert #3 - 11mm, cat# 5532-p-311, lot lbp264; tri ts baseplate size 3, cat# 5521-b-300, lot zogn; triathlon-asymmetric patella a32mm(s/I*) x 10mm, cat# 5551-l-320, lot lbq350; simplex p speedset full dose 1 pack, cat# 6192-1-001, lot dlq024. It cannot be determined which, if any of these devices may have caused or contributed to the reported pt's issue. An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional information was requested. The evaluation summary will be submitted in a supplemental report.